Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was advanced. The closure device was successfully implanted in the laa of the patient. After releasing the closure device the echocardiographer noticed a pericardial effusion that was starting to grow. The physician administered 30cc of protamine and then an additional 20cc of protamine to the patient. A pericardiocentesis was performed and they tapped the patient for about 270cc of blood. At this point the pericardial effusion subsided and the patient recovered. The patient was discharged 3 days post procedure. It was further reported that after tapping the patient in the catheterization lab and moving them to the intensive care unit, the physician later drained an additional 170cc of blood from the pericardium. They attempted to drain it one more time prior to leaving for the night and pulled nothing out of the tube. The physician felt the initial bleeding for the perforation was controlled and no longer an issue. They felt additional bleeding was created with the micro puncture needle that was used performing the pericardiocentesis. The physician hit the rv 3 times before locating the pericardium. The patient later presented with cardiac tamponade and had a cardiac arrest and went to surgery but did not survive. The official cause of death was cardiac arrest.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was advanced. The closure device was successfully implanted in the laa of the patient. After releasing the closure device the echocardiographer noticed a pericardial effusion that was starting to grow. The physician administered 30cc of protamine and then an additional 20cc of protamine to the patient. A pericardiocentesis was performed and they tapped the patient for about 270cc of blood. At this point the pericardial effusion subsided and the patient recovered. The patient was discharged 3 days post procedure.